Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystourethroscopy, cystoscopy, and hysterectomy due to stress urinary incontinence. Following insertion, the patient experienced stress urinary incontinence, recurrent urinary tract infections, left pelvic pain, left abdominal pain, bladder spasms, bladder dysfunction resulting in the need for interstim to assist with fluid retention and voiding, emotional injury from depression and embarrassment due to ongoing complications and dyspareunia.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, prophylactic bso, morcellation technique, mccall culdoplasty and anterior colporrhaphy. It was reported that mesh implantation surgical procedure was complicated by a ureteral transaction which was identified immediately intraoperatively and repaired by urologist.